Event description:
The customer reported that the monitor display was blank and the live image was unavailable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. One of the system's batteries was replaced and the ps1 power supply was adjusted. The customer was also advised to replace the single board computer. The system was then found to be operating as intended.